Manufacturer narrative:
Dressing, wound, occlusive. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the duoderm extra thin was discolored in two (2) dressings. The edge of the dressings were brown even though the pouch sealing was intact. The product was stored per the routine storing process. Photos depicting the reported complaint issue were provided by the complainant.